Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa the device had been reprocessed with a non-olympus automated endoscope reprocessor, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. In addition, (B)(4) service department checked the subject device and found the followings. The glue of the light guide lens and the objective lens were porous. The glue of the bending section rubber was porous and broken. The insertion tube was deformed at several places. Part of the boot was missing. The air/water cylinder was worn. The suction cylinder was worn. The remote switch 1 was worn. The exact cause of the reported event could not be conclusively determined.